Event description:
It was reported that a user of the ilet bionic pancreas experienced a high blood glucose of 303 mg/dl after eating and had not performed a meal announcement; the agent provided education on how to announce meals for future use. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included troubleshooting and user education regarding proper meal announcement workflow. Investigation of this case revealed user error related to a missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to perform the meal announcement.